Event description:
Customer reported being hospitalized for dka. Troubleshooting performed and pump appeared to be operating as designed. Customer called back later that day to report that her pump did not respond to button pressing. It was reported that the up and down arrows did not respond and customer unable to scroll up and down on the status screen.